Event description:
Siemens became aware of a malfunction while operating the artis zeego iii system. During an interventional patient procedure, no x-ray could not be released. The procedure had to be cancelled and repeated later. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
H3, h6: the detailed investigation of the complaint event and system was completed. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log file analysis. Based on the initially provided information received through the customer report, no x-ray was possible after the insertion of the guide wire. Log file investigation showed that the last successful x-ray took place the day before the incident. The system was not rebooted between the last successful x-ray and when the issue first appeared. X-ray was attempted repeatedly in the morning over a span of more than two hours; however, no x-ray release was successful during the day of the event. During the first occurrence of the issue, the system showed the message ¿xray aborted: hardware problem, sc¿ that hints towards the inability of the system to produce x-ray. According to the operator manual, errors with sc at the end can only be fixed by siemens service. Investigation also showed that the d601 board was malfunctioning which led to this issue. The affected part was exchanged by the customer service engineer and the system worked as intended again. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the reported event was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable.